Event description:
Adverse event: interrupted procedure. Malfunction: difficulty tracking; tracker ir pod misaligned. A facility contact reported difficulty tracking one eye during refractive surgery, said she felt there was a much 'tighter range' while tracking the eye. The eye tracker did not pause or break and the surgery was completed without event. The contact also stated morning calibrations seemed to show a different tracking threshold value (107) than what she was used to. There was no report of pt/user harm related to this event.

Manufacturer narrative:
Determination of root cause: assessment: during the onsite investigation, the territory manager (tm) found the tracker ir pod had been rotated out of alignment by the customer. To address the issue the tm realigned the pod and marked the correct position of the pod (for user reference) and instructed user not to use the pod to pull in the tracker halo. He successfully completed a system verification to specifications. A mfg investigation was not performed as no parts were replaced. Conclusion: based on the results of the investigation, the root cause of the event was determined to be due to the tracker ir pod out of alignment. (B) (4)